Event description:
Boston scientific received information that during implant procedure, this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 200 ohms in full triad configuration. The pocket and the connections were checked. Boston scientific technical services (ts) discussed possible causes of impedance issue. Implant procedure was successful with the system programmed to rv coil to can and continue to monitor. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.